Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there was a problem between the stylus and the display. Analysis did determine that the cord bay latch was broken, the keyboard front latch was broken, the lower left bullet assay was broken, and there was an error in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was problem with the programmer display. The display was not reacting well with the stylus, the stylus had been exchanged but the issues persisted. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.